Manufacturer narrative:
H.6. Investigation summary: one sample and six photos were received for evaluation. Visual inspection was performed finding a white substance adhered to the stopper therefore failure mode is verified. Six photos were provided showing the syringe with a red substance, possibly blood. The sample is not decontaminated, handling of it could induce a safety risk for the associates. Root cause could not be determined. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. This is the 1st complaint for the lot# 8215698 for the same defects or symptoms. There was no documentation of issues for the complaint of lot # 8215698 during this production run.

Event description:
It was reported with the use of the bd luer-lok¿ syringe bulk sterile pharmacy convenience tray there was an issue with foreign matter in syringe.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd luer-lok¿ syringe bulk sterile pharmacy convenience tray there was an issue with foreign matter in syringe.